Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient stopped charging their scs ipg a year ago. As a result, the ipg became inoperable. Surgical intervention was undertaken wherein the ipg was explanted and replaced with a new model which resolved the issue.

Manufacturer narrative:
Corrected data: the product return date was inadvertently submitted with an inaccurate date on the initial report.